Manufacturer narrative:
Customer returned device for an alleged unexpected battery power loss and charge/battery lasts less than expected found on september 30, 2022. The device passed the displacement test, active current test and self test. Device failed sleep current test due to moisture damage. No unexpected battery power loss alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours on september 29, 2022 due to connector resistance on electrical board 1. Unexpected battery alerts were found in the history files or traces on september 29, 2022 with fault 73 alerting before fault 104 at 17:00:00.00 and september 30, 2022 with fault 73 alerting before fault 140 at 01:00:00.00, 6:00:00.00, 06:10:00.00, and 11:00:00.00. Device error 25 was found in the history files on september 29, 2022 at 20:00:00.00 due to moisture damage. Device was cut open and had the disconnected and reconnected firmly to allow the internal battery to charge for three days. Device was sent to redownloaded after charge and the second power management graph shows the loaded voltage (loaded vlith) charging up to spec range. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1 and electrical board 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window. Unexpected battery power loss and charge/battery lasts less than expected confirmed in the history files on september 29, 2022 and september 30, 2022 due to device error 25. Device error 25 confirmed in the history files on september 29, 2022 due to connector resistance issue with the connector on electrical board 1. Device failed sleep current test due to high currents from moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump battery was draining very quickly. No harm requiring medical intervention was reported. Troubleshooting was performed and customer stated that pump received replace battery alarm and received low battery alert before replace battery alert. The customer was advised to discontinue the use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.